Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2022. During the procedure, the basket wire broke when the handle was actuated to crush a stone. The basket was pulled out and another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the handle cannula was detached. The basket wires did not break and was complete with the tip attached. Dimensional inspection observed the side car rx was pushed back approximately 1.5 mm which is out of specification. Microscope inspection noted that the handle cannula has slight drag marks of the fastening screws. The reported event was not confirmed. Based on all available information, the most likely cause is attributable to the supplier. Due to the length of the distal screw, the fastening of the handle cannula was not achieved in the correct way (even if the screws had the appropriate depth), so the force applied when activating the device causes the detachment of the handle cannula leaving slight drag marks of the screws as a consequence. Therefore, the most probable root cause of the issue handle cannula detached is manufacturing deficiency; an investigation is underway to address this problem. The side car rx pushback could have been a consequence of the manipulation or the detachment of the handle cannula. Therefore, the most probable root cause for the failure found during analysis (side car rx push back) is adverse event related to procedure.

Manufacturer narrative:
Device code (B)(4) captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2022. During the procedure, the basket wire broke when the handle was actuated to crush a stone. The basket was pulled out and another trapezoid rx basket was used to complete the procedure. There were no patient complications. As a result of this event.